Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00653. It was reported that the patient expired on (B)(6) 2019. There is no known allegation from a healthcare professional that the death was device related. The cause of death was a heart attack. No additional information was reported.

Manufacturer narrative:
Analysis found that a partial lead, only connector portion, was returned in one piece measuring 12.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.